Event description:
The customer originally returned his olympus sonicbeat 5mm due to the device displaying error code u504 during a clinical procedure. According to the initial reporter, the procedure was completed by exchanging the device with another. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the tissue pad was separating. This report is being submitted to capture the material separation on the tissue pad.

Manufacturer narrative:
This combined initial/supplemental report is being submitted to provide the initial reported event, as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The error code was present during the evaluation. Additionally, the tissue pad had extreme wear present and was beginning to separate. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ based on the results of the investigation, it is believed that stress caused the reported failure to occur. During the device evaluation, as noted above, the grasping section was likely closed without grasping anything while the ultrasonic output was activated. This likely caused the tissue pad to suffer damage. Olympus will continue to monitor the field performance of this device.